Event description:
Infinity balloon was used on a patient with the intention of dilating the esophagus. Upon insertion the physician punctured the patient's esophagus and left tearing of esophageal tissue. The patient was kept in the hospital for observation for 3 days after which they were determined to be fine ok and were released.

Manufacturer narrative:
A product evaluation was not performed in response to this report because the product said to be involved was not provided for evaluation. A review of the device history record could not be conducted because the lot number was not provided. The doctor did not make a report to bryan medical of the product being faulty. A definitive cause for the reported observation could not be determined, but is assumed to be incorrect selection of balloon size.